Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. First xtw (lot: 40410a1080) was implanted successfully. A second xtw (lot: 40510a1015) was successfully grasped but when closing the clip a posterior leaflet tear was observed. The xtw was removed and an nt (lot: 0514a1032) was then implanted successfully and a non-abbott gore atrial septal occluder was placed between the two implanted mitraclips which reduced mr to grade 1. The procedure ended with mitral valve gradient 7mmhg but the physician was satisfied with the result and there were no adverse patient effects due to the elevated gradient. There was a reported procedural delay that resulted in no patient effects. On (B)(6), it was reported that the non-abbott asd occluder had dislodged and embolized, and mr was again recurrent grade severe. Both mitraclips remained stable on the leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.